Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that due to insulin flow blocked alarms auto mode feature was not active at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s parent reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl, 326 mg/dl. Customer was treated with insulin pump. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. The insulin pump will not be returned for analysis.